Event description:
It was reported that the patient had increased pain, nausea and vomiting. The patient was admitted to the ICU for instability related to opioid withdrawal syndrome until they could be transferred to a local hospital. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient's pump was replaced. The patient recovered without sequela. The medications being delivered via the device system were bupivacaine, clonidine and hydromorphone.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.